Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed on a u9000 ultrafilter during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information added to h3, h6 and h10. The device was not received for evaluation; however, the device was inspected on site be a qualified technician. Upon running a rinse, the ultrafilter was noted to be leaking, and was replaced to solve the issue. The reported condition was verified. A potential cause of the condition could have been a crack in the housing nearby the welding zone. A nonconformance has been established to further investigate. Should additional relevant information become available, a supplemental report will be submitted.